Event description:
Customer called to report the insulin pump alarmed for no delivery. The customer did not have the insulin pump with her for troubleshooting to be performed. Customer did not want to return the reservoir or infusion set for analysis. Advised to call when the alarm occurs so troubleshooting can be performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).